Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported video cable post was broken and stuck inside the device. The issue was identified during inspection for use involving an olympus video system center. There was no patient involvement.